Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. During implant cs dissection was noted while cannulating the cs. The physician was (B)(6) at (B)(6) hospital, (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).